Event description:
On 01/16/2007, nellcor received a report where it was claimed that the inner cannula of the device is not locking into place. The caller is reporting that the inner cannula is not locking into place and allowing air to leak during pt ventilation. Replacement of the tube was required. The caller is reporting three occurrences of this report.

Manufacturer narrative:
This report has been forwarded to manufacturing for investigation.